Manufacturer narrative:
Findings: no unexpected button error alarms noted. No button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and shifted end cap sticker. Moisture damage noted on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 211 mg/dl. Nothing further reported.